Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an electrically damaged u728 processor on the distribution node pca. A CAPA has been initiated to investigate the root cause of the failure. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.